Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot# v884579, implanted: (B)(6) 2012, product type lead; product ID 3888-56, lot# v822731,implanted: (B)(6) 2012, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an intermittent shocking or jolting sensation that started from the lead and traveled to the ins. The issues had been going on for a few months. There was a fall sometime late last year. The patient was seen in december and nothing had changed and impedances were the same as they were now. At that time, the patient wasn't feeling the pain and shaking that she was experiencing now. The impact was at the same spot where the patient felt her pain start, behind the ear and where the leads were anchored. When this occured now, the patient was seeing the lead/extension become more superficial to the skin. The manufacturer's representative noted that the lead and extension do not appear abnormal visually when they looked at it. There was no specific pattern or position that triggered this intermittent stim. The shocking caused pain and caused the patient to shake uncontrollably. The sensation of shocking went away on its own. It could be gone for a few days or be present everyday in various times of the day. The location of the symptoms was at lead-extension connection location and at ins location. The lead was located behind the ear. It was reviewed current impedance measurements were normal except at contact 0 which was showing greater than 10,000 ohms. All other impedances were in normal range 1000-2500 ohms. It was recommended running group impedances. A1-1575, a2-1109, a3-1588, a4-2298 all in ohms. The patient was instructed to turn her ins off when she has the episode again and to keep doing that a few times to see if it is stim related or not. Additional information received noted that they ran impedance test and only one electrode, number 0 was > 10000, others were normal. This last test result was consistent with previously done impedance test results. Only one program had electrode 0 engaged. They programmed around it. No interventions were planned. The patient was fine at the time, and she was receiving effective therapy; it was helping her chronic pain. The patient was advised to continue to use her stimulator and to turn off her ins when and if she had episodes of pain and shaking to determine if it was stimulator related issue.